Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the ultrasonic transducer of the subject device was peeled off and there was the foreign object at the instrumental channel port and the inside the channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the ultrasonic transducer of the subject device was peeled off and there was the foreign object at the instrumental channel port and the inside the channel of the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus korea, omsc surmised there was the possibility these phenomena were attributed to the following causes for each; (1) there was the foreign object at the instrumental channel port and the inside the channel of the subject device. It could not be identified a root cause because the subject device and the actual foreign object were not available. It surmised that this phenomenon occurred due to the user handling such as insufficient cleaning and the like. (2) the ultrasonic transducer of the subject device was peeled off. Since the subject device was manufactured in 2012, there was possible that the damage was due to aging deterioration. Based on the evaluation results of olympus korea for the subject device, it was surmised that it was highly likely that a strong external force was applied to the relevant part. If additional information becomes available, this report will be supplemented.